Event description:
It was reported that during a pta treatment procedure to dilate a lesion in an existing dialysis graft, the tip of the balloon catheter broke off and migrated. The physician had dilated the lesion when at some point during the procedure the tip of the balloon catheter separated from the shaft and migrated. The catheter fragment remained with the dialysis graft. The physician used a gooseneck snare to successfully retrieve the balloon catheter fragment. A second ultra-thin sds balloon catheter was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure; no other patient injury or complications were reported.